Manufacturer narrative:
There was a total of four (4) malfunctioned units/events associated with breakage or fracture of an abutment hex. 1 of the 4 units was returned for investigation. The product evaluation revealed the product was not manufactured by biohorizons. Since, the product was not manufactured by biohorizons, a device history review record could not be performed. 1 of the 4 units was returned for investigation. The device was evaluated and determined to be pycah with an unknown lot number. Because a valid lot number was not returned a lot number device history record could not be performed. Only a portion of the abutment was returned. The return includes what appears to be only the abutment bevel portion of an abutment. Neither the fractured abutment hex, nor the abutment screw was returned for evaluation. It appears that the returned bevel was ground off the crown portion of the abutment. 2 of the 4 units did not have product returned for investigation. Therefore, no product evaluation could be performed. A valid lot number was not reported. So a review of device history record by lot number could not be performed. It is noted a fractured/broken abutment can occur due to the unit being over torqued during the restoration phase of the implant process. (B)(4). Items involved: 2 units of unknown abutment; 1 unit of device not manufactured by biohorizons; pycah (UDI: (B)(4)).

Event description:
This report summarizes four (4) malfunction events. A review of the events involved abutment hexes breaking or being fractured. The report was received from various sources. No patient adverse events were reported. No information regarding patient demographics were provided.

Manufacturer narrative:
There was a total of four (4) malfunctioned units/events associated with breakage or fracture of an abutment hex.. 1 of the 4 units was returned for investigation. The product evaluation revealed the product was not manufactured by biohorizons. Since, the product was not manufactured by biohorizons, a device history review record could not be performed. 1 of the 4 units was returned for investigation. The device was evaluated and determined to be pycah with an unknown lot number. Because a valid lot number was not returned a lot number device history record could not be performed. Only a portion of the abutment was returned. The return includes what appears to be only the abutment bevel portion of an abutment. Neither the fractured abutment hex, nor the abutment screw was returned for evaluation. It appears that the returned bevel was ground off the crown portion of the abutment. 2 of the 4 units did not have product returned for investigation. Therefore, no product evaluation could be performed. A valid lot number was not reported. So a review of device history record by lot number could not be performed. It is noted a fractured/broken abutment can occur due to the unit being over torqued during the restoration phase of the implant process. Health effect- impact code (h6): the health impact associated with the reported problem is rarely provided during the collection of information for the reported malfunction. Therefore, code 4648 is being used in h6 - health effect - impact code. Component code (h6): code 4756 within the component code section of h6 is being used because no other code within annex g is compatible with pro codes nha or ndp. Items involved - 2 units of unknown abutment. 1 unit of device not manufactured by biohorizons pycah (UDI: (B)(4)). Follow up #1: items involved - 2 units of unknown abutment. UDI number could not be provided since the item number of the returned unit could not be ascertained. 1 unit of device not manufactured by biohorizons: UDI number could not be provided since the evaluation determined the item was not a biohorizons item. Pycah (UDI: (B)(4)): previously provided with initial submission.

Event description:
This report summarizes four (4) malfunction events. A review of the events involved abutment hexes breaking or being fractured. The report was received from various sources. No patient adverse events were reported. No information regarding patient demographics were provided.